Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, germany indicate that the cause of this event would not be associated with the device but rather would be pt related.

Event description:
The pt fell and the nail fractured. The broken nail was explanted and replaced without further incident. This event did not cause any adverse consequence for the pt or surgical delay.